Event description:
(B)(6) study. It was reported that complete heart block (chb), left bundle branch block(lbbb), and myocardial infarction occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg aspirin and 600 mg of clopidogrel. An isleeve introducer sheath was placed then a 25 mm lotus edge valve (lot: 25319445) was inserted but not implanted and was retrieved due to small sizing. A second 27 mm lotus edge valve (lot: 25785357) was implanted successfully in the correct anatomical location. During the index procedure, post valve deployment the subject developed chb. Post procedure event summary: on the same day as the index procedure, event electrocardiogram (ECG) revealed prolonged pr interval, left bundle branch block, and probable acute infarct(myocardial infarction). The event led to prolongation of hospitalization. On the same day post index procedure, a new magnetic resonance imaging (MRI) compatible non-bsc dual chamber permanent pacemaker was implanted successfully. Two days post index procedure, the event was considered recovered and the subject was discharged on aspirin.

Manufacturer narrative:
B5: describe event or problem: updated.h6: patient codes: updated.

Event description:
Reprise IV study: it was reported that complete heart block (chb), left bundle branch block(lbbb), and myocardial infarction occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg aspirin and 600 mg of clopidogrel. An isleeve introducer sheath was placed then a 25 mm lotus edge valve (lot: 25319445) was inserted but not implanted and was retrieved due to small sizing. A second 27 mm lotus edge valve (lot: 25785357) was implanted successfully in the correct anatomical location. During the index procedure, post valve deployment the subject developed chb. Post procedure event summary: on the same day as the index procedure, event electrocardiogram (ECG) revealed prolonged pr interval, left bundle branch block, and probable acute infarct(myocardial infarction). The event led to prolongation of hospitalization. On the same day post index procedure, a new magnetic resonance imaging (MRI) compatible non-bsc dual chamber permanent pacemaker was implanted successfully. Two days post index procedure, the event was considered recovered and the subject was discharged on aspirin. It was further reported that the previously reported acute myocardial infarction(mi) was not considered a mi. No mi symptoms were present.